Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the rep received a message from the pt's healthcare provider (hcp) stating the pt had their system placed in march of this year and in the same month the pt had radiation to the left hip for bone metastasis related to breast cancer. The hcp indicated to caller that since that time the pt has experienced spasms where the lead is located. The caller also noted that they were told the pt adjusted their stimulation and things 'seemed better'. The agent reviewed considerations and options with the caller.

Event description:
Additional information was received from the hcp. They reported that the first became aware of the issue from the patient at their appointment on (B)(6) 2025. The hcp reported that the cause of the spasms was not determined. They reported that what likely caused or contributed to the issue was unknown and that the patient was exposed to radiation at their left hip on in (B)(6) 2025. They turned off the device during the radiation session. They reported that steps taken to resolve the issue included that the patient's program was adjusted without pain or spams. They contacted the local manufacturer representative (rep) to contact the patient. They reported the issued had resolved. The patient stated that the issue had seemed to have calmed down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.